Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a type 1 bicuspid aortic valve, a pre-dilatation was performed using a 22 millimeter (mm) non-medtronic balloon. Upon 75% deployment, the implant depth was at 3 mm, and the valve was fully deployed. Following full deployment, the valve dislodged. Subsequently, a second transcatheter valve was implanted. Additional information was received indicating that the valve was deployed bottom of pigtail at a depth of 2 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc) before it dislodged in the aortic direction to a depth of 0 mm on the ncc and lcc. Per the physician, the calcification of the bicuspid valve contributed to the dislodgment. The second valve was implanted valve-in-valve. Of note, the guidewire used was a non-medtronic device.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012362229); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a type 1 bicuspid aortic valve, a pre-dilatation was performed using a 22 millimeter (mm) non-medtronic balloon. Upon 75% deployment, the implant depth was at 3 mm, and the valve was fully deployed. Following full deployment, the valve dislodged. Subsequently, a second transcatheter valve was implanted.